Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? How was procedure completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid resection, during anastomosis with the device, the point, where the anvil is to be fixed, has retracted: the anvil could no more be fixed, and the stapling was impossible. Loss of time and septic risk for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2022. D4: batch # 505a42. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Open the device by turning the adjusting knob counterclockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 505a42, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/19/2022. Additional information received: the postoperative course for the patient was simple, and that this event had no clinical consequences, apart from the lengthening of the operating time. No further relevant information available.